Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. A physical sample was not received for the investigation. However, three photos were provided. The photos were reviewed, and the reported issue was confirmed; a leak was observed from a pinhole of the silicone tubing. The silicone tubing is externally supplied. As a result, the supplier was notified of this customer report. The supplier has created a quality alert for their production personnel to notify them of this issue. They have also created a quality alert for their incoming inspection personnel to notify them of this issue and the requirement to tighten inspections on the silicone tubing. In addition, cardinal health will be conducting a 100% screen of the silicone tubing for leaks, air bubbles, and damage prior to the assembly process. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that upon starting to prime, after the pump set was set, a leak started from the bag's bottom part. There was no harm to the patient.